Event description:
It was reported that a patient underwent a hernia repair procedure with implantation of mesh on an unk date. Post-implantation, the patient experienced pain and upon laparoscopic investigation, a slight delamination of the mesh was observed. No further intervention was undertaken.

Manufacturer narrative:
(B)(4). Post occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.